Event description:
It was reported by the customer that a bd pyxis¿ medbank mini had a medication was unable to issue. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
The following field had been updated with additional information: upon investigation of the actual device used in this incident, it was determined that the user was unable to cycle count as it brings to container item screen that does not allow to input the quantity. A technical support specialist found that the item had been set up as a container item, and the pharmacy was notified via email. The item was destocked and restocked. The container settings were then removed from the item in the cr database, which propagated to the connected sites. This action would resolve the issue moving forward. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini had a medication was unable to issue. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.